Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information found the patient underwent a wound washout procedure on 26may2021 to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14674, 1627487-2021-14675. It was reported an infection was suspected at the drg ipg site and the drg lead insertion site. The planned intervention is a wound washout. No other information is known at this time.